Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received six (6) photo samples. Five (5) photo samples showcase an all-silicone foley catheter and its packaging. Sixth photo sample showcases a piece of paper with a drawing. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a pinhole smaller than 0.013" found at the trifurcation. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water leaked from the connection between the funnel and the shaft. So, they used another catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water leaked from the connection between the funnel and the shaft. So, they used another catheter.